Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mm x 30mm x 143cm fg coyote nc (nc quantum apex) balloon catheter was advanced for dilation. However, during first inflation, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported. The patient condition was good.